Manufacturer narrative:
Correction: section h-6 - the medical device problem code should have been 1291-high impedance rather than 1291-high impedance and 1260-fracture.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right extension had fractured and had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the right extension was explanted and replaced to address the issue.